Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip and ventralex hernia patch on (B)(6) 2010 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex of the patient. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh ip and ventralex hernia patch on (B)(6) 2010 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh ip. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 ¿ patient was diagnosed with four multiple ventral hernias and umbilical hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #1). Per operative notes, ¿the ventral and umbilical hernia defect was identified. A sepramesh ip(device #1) was placed underlay around all defects and tacked using a permafix tacking system.¿ (B)(6) 2011 ¿ patient had pain and diagnosed with small bowel obstruction and incarcerated recurrent umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿there were some adhesions of small bowel to the hernia sac, which were taken down. A ventralex mesh (device #2) was placed to close the hernia defect and secured using sutures.¿ (note: the sepramesh (device #1) was not seen during this procedure).